Manufacturer narrative:
Follow-up report #01. Sections b4, d9, g6, h2, h3, h6 and h11 have been updated with new information. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The needle fracture site was located at the braze joint between the needle and the ultrasonic horn of the handpiece, a stress point in the assembly.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece.. The procedure was c ompleted with another microtip. There were no patient complications.

Manufacturer narrative:
We apologize for the delay in reporting this incident. We are taking measures to ensure better tracking and timely reporting of reportable events.